Manufacturer narrative:
Two cadd cassette reservoir from p/n 21-7106-24 were received in used conditions without their original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No anomalies were found. The samples were tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. No anomalies were found on two samples. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was unable to be confirmed. There was no fault found with the returned samples.

Event description:
Information was received indicating that a smiths medical product was noted to be leaking medical fluid from the filter. There was no patient injury. No reported adverse events.